Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, cardiac tamponade was confirmed via ultrasound. Pericardiocentesis was performed yielding an unknown amount of excess fluid. The patient was reported to be stable and had recovered at the time the bwi followed up with the physician. The physician did not provide a causality opinion regarding this adverse event. Generator settings: power control mode at 30 watts. Irrigated catheter flow of 17 ml/min with low flow of 2 ml/min. The last ablation cycle time at the site of injury was 30 seconds. The power was not titrated during ablation. Impedance ranged from 120-145 ohms during the case and was approximately 130 ohms when the physician noticed the tamponade. There were no errors observed on any biosense webster equipment during the procedure. The patient did receive anticoagulation during the procedure which was maintained at an unknown range.